Manufacturer narrative:
The device was not explanted from the pt, therefore a full eval of the device could not be performed and a root cause for the reported event could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the pt expired and the cause of expiration was reported as intracranial bleeding (icb). It was also reported that the pt's outcome was not device related.